Manufacturer narrative:
Due to character limit: e1(event site name) (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that prior to use, the cardiosave intra aortic balloon pump (iabp) power cord is frayed and the retractor is not working. There was no patient involvement reported.